Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's touchscreen was damaged. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 06 may 2019. Manufacture date: 04 may 2019. A touchscreen assembly was returned for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to physical damaged. A line crack was on the front of the display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 09jan2019. Date received by manufacturer: 04jan2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen to address the finding and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.